Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was part of a system revision due to infection. The products were explanted. The patient then developed a hematoma at the pocket site; three days after the system explant a hematoma evacuation was done. There were no additional adverse patient effects reported.